Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.5/+1.0/105 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was noted the lens had tore during injection into the eye. There was patient contact with no injury but it was noted there is minor damage to the haptics of the lens. Lens remains implanted. The cause of the event was reported as unknown. There is a planned lens exchanged. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.5/+1.0/105 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was noted the lens had tore during injection into the eye. There was patient contact with no injury but it was noted there is minor damage to the haptics of the lens. Lens remains implanted. The cause of the event was reported as unknown. There is a planned lens exchanged. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected to adverse event in initial MDR. Additional information: " lens was exchanged on (B)(6) 2022 for another samemodel/ length lens. Problem was resolved. Reportedly, "all good. Patient is happy." (B)(6) 2022 should be added to initial MDR. Corrected to serious injury in initial MDR. Claim # (B)(4).